Manufacturer narrative:
A ge service representative performed an on site investigation. No further repair informatin is available.

Event description:
The field engineer reported that the system displayed a precharge error message at start-up. This error message will prevent the system from completing boot up. There is no report of patient injury.